Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available.

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of zinc toxicity in (B)(6) female patient who received super poligrip (formulation unspecified) over a period of 25 years as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using super poligrip. In (B)(6) 2006, the pt stopped super poligrip and began using fixodent free until (B)(6) 2009. At an unk time after starting super poligrip, the pt ¿suffered from zinc toxicity, copper deficiency, profound and permanent neurological damage and other injuries attributable to her super poligrip and fixodent use.¿ according to the claim, these injuries had left the pt ¿unable to perform her normal, customary and daily activities.¿ treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved. Medical records received via legal process on (B)(6) 2009: on (B)(6) 2006, the pt was hospitalized with progressively decreasing sensation in her lower extremities that began in (B)(6) 2005. Her symptoms began in her feet and then slowly moved proximally bilaterally. She was initially diagnosed with vitamin b12 deficiency and started on supplementation. The pt¿s hands became involved in (B)(6) 2005, at which point she began dropping objects because she could not feel them. Her gait had become increasingly unsteady and she was no longer driving because she could not feel the pedals. The pt was unable to walk without holding onto walls or furniture and had experienced several falls. She was having lower abdominal numbness at the time of hospitalization. MRI of the cervical, thoracic, and lumbar spine showed signal abnormality without associated enhancement in the posterior tracts of the cervical and thoracic spinal cord. The enhancement was most prominent in the cervical region and was felt to represent a possible demyelinating process. MRI of the head was normal without evidence of demyelinating lesions, and visual evoked response and nerve conduction studies were normal. Lumbar puncture showed no protein abnormalities consistent with multiple sclerosis. Ceruloplasmin came back at 4 (normal 22 to 58), which raised a concern for copper deficiency myelopathy, copper level was 9 mcg/dl (normal 80 to 155), and zinc level was 124 mcg/dl (normal 60 to 120). The pt was diagnosed with copper deficiency myelopathy and started on oral copper gluconate 3 mg twice daily. She was offered occupational and physical therapy while hospitalized, but she refused most of their services. The pt was given a cane to ambulate and instructed to continue physical therapy following discharge on (B)(6) 2006. Additional discharge medications included ferrous sulfate, folic acid, and continued vitamin b12 supplementation. At a visit to the (B)(6) on (B)(6) 2007, it was noted that since discharge, the pt¿s symptoms had continued to progress, but at slower rate since beginning copper supplementation. The pt had undergone extensive neurological workup (csf exam, paraneoplastic panel, emg, autonomic testing, etc.) In (B)(6) 2007 at another (B)(6). This was unremarkable except for a modest reduction in sweat function in the feet and modest elevation of myelin basic protein in csf. At the present exam, the pt was able to take a few steps on heels and toes and could arise from a seated position without using her arms. However, her gait was markedly abnormal with a widened base, small steps, and reeling. The neurologist stated the pt¿s clinical picture was one of a progressive myelopathy with very prominent posterior column findings. He suggested a trial of baclofen with careful titration of dose. At neurology follow up visits through (B)(6) 2008, the pt continued to be symptomatic. Her lower extremity strength was slightly diminished and sensory examination was stable. She began using hand controls to drive and considered an electric chair to aid her activities of daily living.